Event description:
It was reported that t:slim x2 pump battery would not charge despite use of working tandem charging cable, wall adapter, and outlet, and trying different adapters and cables, but issue did not lead to pump shutdown or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump, instructed customer to place current pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer acknowledged and understood.